Manufacturer narrative:
A field service engineer (fse) visited and replaced the cartridge-side t-valve (for the reagent syringe), which resolved the issue. The system is operating acceptably now.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding sporadic occurrences of erroneous results for cartridge chemistries qc generated by the synchron lx20 pro clinical system. No erroneous patient results were generated; the issue was caught by observing the erratic qc results. Patient treatment was not affected by this event.